Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 21:34:41. During night drain cycle five, the patient's ultrafiltration reading was 1968ml, indicating the home patient (hp) drained 1768ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The functional rite failure found will be captured and reported through (B)(4). An internal and external inspection was performed. This is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.